Event description:
Physician implanted a resolute integrity 3.50 x 22 mm rx drug eluting stent to treat a 22 mm lesion in the lad vessel. There were no reported patient complications; however, the implanted stent was 4 days past its expiry date.

Manufacturer narrative:
Results: shelf life exceeded-device used beyond ubd; failure to follow instructions-device used beyond ubd; no results available since no evaluation performed-device remains implanted. Conclusion: no device failure; user error contributed to event-device used beyond ubd. (B)(4).